Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from a stopcock three weeks into the device's use. It was also reported that there were no adverse events experienced by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned unit was patent. The product was missing the patient line stopcock and proximal patient line. Additionally, it was missing the drip chamber stopcock and drainage bag. Adhesive was present in the drip chamber to stopcock connection. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).